Event description:
A technician reported following the lasik flap creation, the flaps on both eyes had an area just after the canal, at the hinge, the looked as though it did not receive any laser energy. This area was difficult to lift and the surgeon had to use add'l instruments to get it lifted. The surgeon was able to complete the procedures on both eyes. Add'l info has been requested. There are two medical device reports associated with this event. This file is for the pt's right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).